Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the incision site was found to be infected and then the implantable cardioverter defibrillator was explanted. No patient consequences.